Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide after an unspecified procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Inspection of the returned device indicated that the posterior foot and the posterior needle tip were broken off and not returned with the device. The reported cuff miss was confirmed. A search of the lot history record did not reveal any non-conformances associated with this lot which could have contributed to this complaint and its investigation findings. A review of the complaint database for this lot did not reveal any indication of a lot specific product quality deficiency. Based on the investigation, there does not appear to be any indication of a product quality deficiency.